Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. It was reported that the patient had presented to the hospital due to fatigue. The patient's system was evaluated and high pacing thresholds were reported along with loss of capture. The patient underwent a revision procedure and this product was extracted and a new lead was successfully placed. No further complications were reported. This product has been removed from service and is not expected to be returned.